Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional details have been requested regarding the reported event. At this time, no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Based on the results of the investigation, it is likely the connector could not be connected as some impact was added to the connector and the connector became loose and came apart. Probable causes for the event include: * accumulated stress over time which caused the connector to get loose * unintentional impact to the connector with something hard. The event can be detected and prevented by following the instructions for use (IFU) section which state: chapter 5 inspection and preparation before use, 5.6 inspecting the connectors check the following for each connector. -the connector should be fixed firmly. -the o-rings should be free of abnormalities such as cracks, tears, or dents. Do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an iirregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Event description:
A customer inquired to olympus if they could continue to use the endoscope reprocessor if the a2 connector was broken and as long as scopes pass. The customer was informed they should discontinue use until the device is repaired. There was no report of patient harm associated with this event. Related patient identifier: (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. An olympus field service engineer replaced the a2 connector, and the issue was resolved. The blue a2 connector was broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.